Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve changed setting randomly: a patient with an implanted chpv shunt was in the forensic department of a district clinic. The forensic department has doors with a very strong magnetic lock mechanism. The valve was regularly disadjusted and it was assumed that this adjustment was triggered by the magnetic doors. No patient injury reported.

Manufacturer narrative:
Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.